Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances. Technical services reviewed and advised lv pacing impedances had gradually risen since implant. Ts provided troubleshooting options. The lv lead remains in service. No adverse patient effects were reported.